Event description:
Wore contact lenses all waking hrs before event. Developed corneal ulcer (central) probably one to two days before presenting at clinic on 6/13/94. Admitted that day for treatment with ciloxan every one hr. Released after two days with dense infiltrate remaining. Resumed contact lens wear against medical advise. Plans to get suitable glasses. Pt has been using lenses for 8 yrs. This pt ignored instructions or protocols on cleaning, enzyming, wearing time, and lens replacement. This is where the major risk lies with contact lens wear.